Event description:
The patient was revised because fractured acetabulum. The surgeon felt he reamed too deep during the original.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the known product/lot combination since release for distribution. The lot code for the reamer associated with this report is not known. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated.